Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6932 implantable tachy lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient was having an echocardiogram and during the procedure it was noted that the patient went into a ventricular arrhythmia twice and reported feeling short of breath. The implantable cardioverter defibrillator (ICD) did not detect theepisodes and when it was interrogated the following day there were no episodes reported in the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.